Manufacturer narrative:
A ge oec service representative investigated the issue and could duplicate or re-create the malfunction reported. System extensively evaluated for failure. No issue found. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6600 fluoroscopy system was reported to have a blurry image during a procedure and then shutdown at the 5 minute fluoro alarm.